Event description:
Balloon failed to fully inflate. This happened twice. Rep informed that patient expired. There is an investigation for the cause of death. Updated information received (B)(4) 2012: doctor has used about 15 bd kits over the last 18 months and it is her preference kit when performing a perc trachy. Doctor was not at the meeting yesterday but the rep was told that she performed the perc trachy on (B)(6). The balloon was inflated for approx 30 seconds and then she tried to advance the tracheostomy/balloon tip catheter assembly but had difficulty advancing it into the trachea. The tracheostomy/balloon tip catheter assembly was pulled back, the inflation device re-primed and then a second attempt was made, however, again she could not advance the tracheostomy tube. At this point, the patient's saturation levels had dropped, and therefore, she asked for further assistance. An ent surgeon arrived but was not able to retrieve the patient's airway and the patient died. The ent surgeon felt that there was severe rupture of the trachea and this may have been caused by the balloon of the blue dolphin kit, however, a post mortem examination was declined by the family of the patient. Update as per received complaint form from the rep (B)(4) 2012: unable to pass tracheostomy tube after deflation of the balloon.

Manufacturer narrative:
(B)(4): death is not listed in the instructions for use. Failure to deploy is not specifically listed in the instructions for use. Event is still under investigation.